Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. During following up on june 2004, a fracture was discovered at the taper, distal to the suture wing. On july 2004, the catheter was removed.